Manufacturer narrative:
H3: the three leads; model 977a275; s/n (B)(6); were returned for analysis. The returned devices were subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. No anomalies were observed in the returned leads or needles. All returned leads were evaluated in combination with each of the returned epidural needles. The proximal end of the returned leads were connected to a lab external neurostimulator, while the distal end was placed in a 0.9% saline solution. Using a programmer, impedance was measured. Normal impedance was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they changed the lead and wireless external neurostimulator (wens) in effort to resolve the issue. The cause of the high impedance was not reported. A conflicting report was given stating that the impedance values observed were 10000 ohms.

Event description:
It was reported that three different leads were tried with two different wireless external neurostimulators, and in each case there were always abnormal impedances. A session report noted high impedances of over 40 ,000 ohms. The surgeon said it was difficult to insert the lead inside the needle. They also noted they tried with two different clinician tablets. Nothing was noted to have possibly led or contributed to the issue. In order to resolve, the surgeon had to put another manufacturer's lead in, and it was noted the issue was resolved at the time of report. The three leads were never implanted.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial/lot #: (B)(6), ubd: 13-feb-2029, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 30-apr-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.